Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they are getting alert 113 (reduced water temperature control). Target temperature was 36c, patient temperature was 36.7c, water temperature was 28.7c, chiller temperature (t4) was 3.9c, mixing pump command was 100 percentage. Pump hours were 7550, system hours were 8244.8. Explained device needs to go to biomed for repair labeled alert 113, not cooling. They borrowed this device and do not have another device.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. A DHR is not required as the device has undergone previous servicing and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they are getting alert 113 (reduced water temperature control). Target temperature was 36c, patient temperature was 36.7c, water temperature was 28.7c, chiller temperature (t4) was 3.9c, mixing pump command was 100 percentage. Pump hours were 7550, system hours were 8244.8. Explained device needs to go to biomed for repair labeled alert 113, not cooling. They borrowed this device and do not have another device. Per follow up information received via phone on (B)(6) 2024, the device was sent to biomed and from there it was sent in for evaluation. Therapy was not completed on the 70 year old male patient. There was no impact to the patient. Mis determined that the mixing tank was not working properly. It was reported that the nurse was cooling first patient on and wanted to confirm they set everything up correctly. Nurse stated that they filled the reservoir then pressed start. The timer shows 3 minutes and was in normothermia. Orders were to cool the patient to 36c, maintain for 24 hours, rewarm at 0.25c/hr to a target of 37c. The arctic sun device gave alert 02 (low flow) just as they stopped therapy. Changed therapy selection to hypothermia. Set device per orders. Disconnected and reconnected pads using proper technique and started cooling. Flow rate (fr) was 2.9lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 71 percentage and therapy was resumed.